Event description:
Customer reported experiencing difference between the sensor glucose values versus the blood glucose values. Customer stated that the insulin pump is telling her that she is higher than she really is or tells her that she is low when she is high. Customer also mentioned that the insulin pump beeps all the time. Customer's current blood glucose reading is 83 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.